Event description:
Had mentor silicone 275cc breast implants put in, under the muscle, in (B)(6) of 2022. Since then, my health declined significantly (as a 32 year old mom of two, extremely healthy and active, no health issues prior). I first began to experience extreme gi issues 1 year later, that reduced the quality of my life drastically. Changing my entire diet and eating less inflammatory foods only helped for a short period of time. Then I experienced fatigue, body aches, joint pain, skin issues, rapid weight loss and then rapid weight gain. I was no longer the healthy, happy, active person/mom/wife/employee I used to be. I was in bed more than I was out of it. I just had them removed at the end of (B)(6) 2025 through kaiser plastic surgery (insurance covered the explant) and symptoms are slowly getting better. But it's going to be a long road to recovery; regaining strength, detoxing my body and fueling and resting properly. I wish there were more plastic surgeons and doctors who are willing to believe women and believe in breast implant illness. It's real, it's debilitating, and it's not talked about enough in pre operative appointments. The risk seems much higher than I was originally told, and my original plastic surgeon denied it being anything to worry about--and told me he didn't believe my breast implants were the cause of my issues. I had blood work, stool tests, body scans, upper and lower scopes--all found nothing. It was all "normal", yet I felt like I was fighting every single day. I had many tests done over the past 2 years and everything came back within "normal range". Ref report: mw5169636.